Event description:
At the end of a hemashield graft implantation procedure, the doctor used a mesh product to close the wound. About 3 years ago, the mesh developed multiple ruptures. The pt has not had any corrective surgery to repair or replace the abdominal mesh. Pt claims that only medications were prescribed. Note: the implant date is unk at this time. The incident date is unk at this time and has been approximated for reporting purposes only. The MFR of the mesh also unk at this time. The pt stated that the graft was not involved, only the ruptured mesh.